Event description:
Follow-up identified surgical intervention was undertaken wherein the ipg was explanted and replaced with a new model.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient did not use or charge her scs system in a while. As such, the ipg was inoperable and would no longer communicate with the charger and patient programmer. Surgical intervention is planned to address the issue.